Event description:
On 7/17/96 dentist was removing the second of three impacted wisdom teeth, when the end cap blew off the handpiece along with the turbine (with bur) and washer. Washer and turbine were retrieved from posterior pharynx, but end cap was no where to be found. Because of bilateral mandibular blocks, pt did not realize she had swallowed the end cap. Radiograph of neck and chest revealed end cap in the distal stomach. This handpiece is used intermittently and was last serviced by the MFR several years ago.